Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured during the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.